Manufacturer narrative:
(B)(4). Date sent 8/27/2024. Additional information received: per the sales rep, no issues were experienced with the device in the initial procedure on (B)(6) 2024. Dr. Fired the device. Dr. Has extensive experience with the device during residency, fellowship and as attending faculty for unlvsom. The orange bar was in the middle of the gap setting scale. Dr. Waited 15 seconds after closing the device to fire. It is not known if dr. Retightened prior to firing. There were no issues with device use/firing and a green confirmation checkmark was lit at the end of firing sequence. Two full 360-degree counterclockwise rotations were used to open the device. There was no difficulty removing the device. It is unknown if there was visual confirmation of complete transection of white breakaway washer. Donuts were inspected, circumferential and looked good. There were no issues with staple formation and there was no blood loss. A hand sewn purse-string technique was employed. Overnight, the patient was bleeding bright red blood from anus and was on bedpan all night long with an estimated blood loss of 1000cc. Patient was brought back to the operating room on (B)(6) 2024 and an additional 300cc of blood loss were documented for a total of 1300cc. Patient was not transfused overnight but received 1-unit prbc and 1-unit ffp before surgery on (B)(6) 2024. During the procedure to control the bleeding, an additional 2 units of prbc, 1 unit of albumin and 1 unit of ffp were given. Bleeding was controlled using resolution endoscopic trans anal clips (#6). Purastat endoscopic hemostatic spray x1 was also used. A colonoscopy was performed on (B)(6) 2024 that revealed two pulsing vessel ¿nub-like¿ projections into the lumen at 11 and 1-o-clock of the circumferential staple line. The bleeding appeared to be coming from the base of these nub-like projections. Was able to place clips to control bleeding. Still did not see any malformed staples with the second scope. (B)(6) 2024 sales rep spoke with dr. (Pgy5/chief resident) who assisted on the (B)(6) 2024 case and she reported that the patient was doing ¿great¿ and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Date sent 9/17/2024. Corrected data d7a. Additional information received: patient at (B)(6) procedure with colostomy approximately 6 months ago for diverticulitis. This surgeon did not do the original procedure. Colostomy take-down was completed on (B)(6) 2024 by dr. The indication for surgery was take-down colostomy with anastomosis. No ongoing inflammation during the colostomy take down. Used contour green load for rectal stump. The surgeon usually performs and end to side anastomosis. Surgeon assumes there was a vessel that was pushed into the lumen and the vessel was transected. Ten and 2:00 position. The bleeding did not line up where the cdh crossed into the contour staple line. This was not a low anastomosis. Patient did not receive any preoperative chemotherapy or radiation. Patient had no known bleeding disorders and was not on any anti-coagulant therapy. No issues were experienced with the device in the initial procedure on (B)(6) 2024. Dr. Fired the device. Dr. Has extensive experience with the device during residency, fellowship and as attending faculty for unlvsom. The orange bar was in the middle of the gap setting scale. Dr. Waited 15 seconds after closing the device to fire. It is not known if dr. Retightened prior to firing. There were no issues with device use/firing and a green confirmation checkmark was lit at the end of firing sequence. Two full 360-degree counterclockwise rotations were used to open the device. There was no difficulty removing the device. It is unknown if there was visual confirmation of complete transection of white breakaway washer. Donuts were inspected, circumferential and looked good. There were no issues with staple formation and there was no blood loss. A hand sewn purse-string technique was employed. The anastomosis looked good. Overnight, the patient was bleeding bright red blood from anus and was on bedpan all night long with an estimated blood loss of 1000cc. Patient was lethargic. Patient was brought back to the operating room on (B)(6) 2024 and an additional 300cc of blood loss were documented for a total of 1300cc. Patient was not transfused overnight but received 1-unit prbc and 1-unit ffp before surgery on (B)(6) 2024. During the procedure to control the bleeding, an additional 2 units of prbc, 1 unit of albumin and 1 unit of ffp were given. Bleeding was controlled using resolution endoscopic trans anal clips (#6).4 clips were used. Low blood pressure. Purastat endoscopic hemostatic spray x1 was also used. Surgeons experience on device is 5 years plus. A colonoscopy was performed on (B)(6) 2024 that revealed two pulsing vessel ¿nub-like¿ projections into the lumen at 11 and 1-o-clock of the circumferential staple line. The bleeding appeared to be coming from the base of these nub-like projections. (B)(6) 2024. The patient was doing ¿great¿ and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Date sent 8/20/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the pre and postoperative anti-coagulant and pain management protocol? Does the patient have any known blook coagulation disorders? Were there any issues experienced with the device in the initial surgical procedure? What hcp fired the device? What is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? What is the current patient status? Answers: patient at harmann¿s procedure with colostomy approximately 6 months ago for diverticulitis. Colostomy take-down was completed on (B)(6) 2024 by dr. (B)(6). The indication for surgery was take-down colostomy with anastomosis. Patient did not receive any preoperative chemotherapy or radiation. Patient had no known bleeding disorders and was not on any anti-coagulant therapy. No issues were experienced with the device in the initial procedure on (B)(6) 2024. Dr.(B)(6) fired the device. Dr. (B)(6) has extensive experience with the device during residency, fellowship and as attending faculty for unlvsom. The orange bar was in the middle of the gap setting scale. Dr. Horner waited 15 seconds after closing the device to fire. It is not known if dr. Horner retightened prior to firing. There were no issues with device use/firing and a green confirmation checkmark was lit at the end of firing sequence. Two full 360-degree counterclockwise rotations were used to open the device. There was no difficulty removing the device. It is unknown if there was visual confirmation of complete transection of white breakaway washer. Donuts were inspected, circumferential and looked good. There were no issues with staple formation and there was no blood loss. A hand sewn purse-string technique was employed. Overnight, the patient was bleeding bright red blood from anus and was on bedpan all night long with an estimated blood loss of 1000cc. Patient was brought back to the operating room on (B)(6) 2024 and an additional 300cc of blood loss were documented for a total of 1300cc. Patient was not transfused overnight but received 1-unit prbc and 1-unit ffp before surgery on (B)(6) 2024. During the procedure to control the bleeding, an additional 2 units of prbc, 1 unit of albumin and 1 unit of ffp were given. Bleeding was controlled using resolution endoscopic trans anal clips (#6). Purastat endoscopic hemostatic spray x1 was also used. Surgeon experience with the device? 5 plus years. A colonoscopy was performed on (B)(6) 2024 that revealed two pulsing vessel ¿nub-like¿ projections into the lumen at 11 and 1-o-clock of the circumferential staple line. The bleeding appeared to be coming from the base of these nub-like projections. (B)(6) 2024 I spoke with dr. (B)(6) who assisted on the (B)(6) & (B)(6) case and she reported that the patient was doing ¿great¿ and has been discharged from the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had there initial takedown colostomy procedure on (B)(6) 2024. Used the device during this surgery for stapling. Doctor did a leak test, inspected staple line with a colonoscope, everything looked fine, the donuts were perfect. No indication of any bleeding at the conclusion of yesterdays case. Overnight the patient developed a significant bleed, estimated blood loss was a liter of blood. Patient was on a bed pan the entire night. Before surgery on (B)(6) 2024), he was transfused. They had three hundred cc's red blood in bag under buttocks and another three hundred cc's red blood discharged. Patient does not have any other known comorbidities or blood dyscrasias that would contribute to overnight and todays (B)(6) 2024) bleeding. Then today intraoperatively, they did not transfuse overnight, they just transfused this morning as the patient was coming into the or and on the table. His blood pressure was really low. He was given one unit of red blood cells and one unit of ffp this morning before surgery. During surgery he received two units of blood cells, one albumin and one ffp. The bleeding was controlled with resolution endoscopic trans anal clips of which about six were used and four actually stuck. It is a tough spot to get clips to. They brought pressure up above normal, relaxed the bowel after the clips were applied, then rescoped and the bleeding appears to be controlled at this point. It appeared that there was a very large vessel that, if looking at a clock it would be at one o'clock and eleven o'clock, kind of across the stapler and like two edges of pulsating. Doctor feels that somehow that vessel did not get incorporated into stapling somehow. Within 24 hours of the takedown, it was a substantial bleed that appeared to be along the staple line. The initial hartmann's pouch procedure was six months ago and was for diverticulitis, diverticulosis, had a significant amount.